Event description:
The complainant alleged that during a routine shift check by a clinician, the cable caused the defibrillator to fail self test. The complainant indicated that there was no patient involement in the reported failure.